Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).

Manufacturer narrative:
The returned valve was patent; it also met the requirements for pressure-flow and preimplantation testing. However, it did not meet the requirements for siphon, reflux, or leak testing due to a tear in the top membrane of the delta chamber. It is unknown how or when this damage occurred. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. The IFU also advises that ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting or crushing of components.¿ a review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the device ruptured during implantation. According to the report, the physician replaced it with a new one to complete the procedure. The report states that there was no impact to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.